Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of low blood glucose readings from the insulin pump. The customer woke up in the morning with low readings in the 50's mg/dl and 60's mg/dl. The customer stated that during his first infusion set change, he did not take off the needle guard and wasted that set. The customer declined to be transferred to 24 hour helpline.